Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive, also had scratches on insulin pump screen affect ability to read the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. No missing segments/partial display noted. The following were noted during visual inspection: minor scratched display window and cracked case on the battery tube side. (B)(4).